Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 06/19/2013; belt: 05/09/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away. The patient had reportedly been home from dialysis for an hour before the event began. The patient's wife reported that the patient was unconscious without a pulse and that CPR was being performed until ems arrived. The patient's wife also reported that the lifevest treated the patient. Review of the download data indicates that the patient entered vt at 170bpm at 16:54:01. The response buttons were pressed and the patient's rhythm self-converted to sinus tachycardia at 110bpm. The patient then entered vt at 230bpm which degraded to vf. The lifevest delivered one treatment shock which converted the arrhythmia to asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The lifevest delivered one additional shock during asystole. Oversensing of low-amplitude cardiac signal contributed to the false detection. The rhythm after the shock was bradycardia at 40bpm. The patient was transported to the hospital where the patient passed away not wearing the lifevest.